Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was 400 mg/dl. The customer stated that the self test was passed. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer was not using the auto mode feature at the time of the reported event.